Event description:
While deploying a ev3 pipeline embolization device, in an artery of the brain, a portion of the wire became dislodged and remained in the patient. The piece was able to be removed. This prolonged the case by 1.5 hours. It was noted that there was clot in the artery post-removal. It is unknown if the clot was caused during the retrieval of the wire fragment. This clot was treated with tpa. A CT was performed immediately after the case, and a repeat angiogram was performed on (B)(6) 2014. The clot had resolved at this time, and the patient appears to be unharmed.